Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's blood glucose reached a high of 485 mg/dl. No treatment or symptoms of the hyperglycemia were mentioned. Troubleshooting for the high blood glucose did not occur. The insulin pump was not returned or replaced.